Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed shock impedance measurements of greater than 125 ohms. The local boston scientific field representative did not have any further information regarding this clinical observation. There were no adverse patient effects reported. The system remains in service.